Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed an apply sample message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016. The patient manages her diabetes with fixed insulin doses and continued her usual dose of "10 units of novolog insulin at lunch and in the evening and 100 units lantus insulin at bed time". The patient reported developing symptoms of "shaking and headaches" 30 minutes after the alleged issue occurred, however denied receiving any treatment. During troubleshooting the cca noted that the patient used the correct test strips and followed the correct testing procedure. It was the first time the meter had been used, however when the patient was walked through a retest the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious hypoglycemic event after the alleged issue occurred.